Manufacturer narrative:
The ventilator was investigated on site and the pressure transducers printed circuit boards (pcbs) were replaced and returned for further investigation. Simulated use testing of one of the received pcbs has reproduced the described customer issue and further investigation verified that the zero-pressure voltage drifted over time. An evaluation of the received device logs could confirm the failed pre-use check event. The failure of the pressure transducer leads to inaccurate measurement of the airway pressure. This may lead to higher or lower delivered inspiratory pressure than set. Presented peep may be lower or higher than actual, which can cause false peep alarms. Actual peep may be lower or higher than set. A defect pressure transducer may lead to high pressure build-up in the patient circuit. If this pressure rises above the preset alarm level for high pressure the safety valve will open leading to the wrong tidal volume to be delivered to the patient or stop of ventilation. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a faulty pressure transducer on one of the pressure transducer pcbs.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).